Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: error out-of-box mislabeled product - 352630 labeled at 15 drop and should be labeled as 10 drop. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. The product was manufactured as 15 drop instead of 10 drop due to implementation of (B)(4), which added an alternate bom for product 352630. This change introduced e341 global tubing and (B)(6) (15drop drip chamber). The labeling configuration was not correctly updated or segregated to reflect the alternate bom, resulting in the application of an incorrect drop-rate label. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.